Event description:
A lifecor patient service representative (psr) contacted lifecor customer support to report that she had difficulty in obtaining a baseline and downloading data for a male patient. She stated that the side-to-side (ss) chanel on the download showed distortions. Support instructed the psr to replace the electrode belt. The new electrode belt still showed ss distortions on the downloaded data. The psr then replaced the monitor.

Manufacturer narrative:
Device manufacture date, electrode belt 2007. Monitor 2003. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause for the ss channel distortion was an intermittent flex connector within the monitor. This flex connector is a piece of copper cable that runs from one end of the inside of the monitor to the other. It has many folds and caries many signals including the side-to-side ECG signal. The root cause of the intermittent flex connector is not known. It is probably due to stress on the cable from the way it has to be put into the monitor at the time of manufacturing. The monitor was repaired, retested and restocked. Electrode belt was tested and found to be functionally normal. It was restocked. No adverse event resulted from the damaged monitor. The patient received a replacement monitor and electrode belt.